Event description:
The customer reported the system will not take an image. A communication error is displayed when the x-ray switch is pressed, and the x-ray on lamp and beep continues after the switch is released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated all the connectors and fuses in the 5v power supply. System operates as intended. (B) (4)